Manufacturer narrative:
On 8-sep-2021, the biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium wherein brim cap and hemostatic valve separation issues occurred. The hemostatic valve was damaged and separated from the carto vizigo" 8.5f bi-directional guiding sheath medium when the physician was removing the dilator from the carto vizigo" 8.5f bi-directional guiding sheath medium. The sheath was replaced, the issue was resolved, and the procedure was continued. The sheath was being used when the dilator was removed and broke the valve. Air did not enter the patients body and no blood backflow was observed. Based on a photo of the complaint device provided by the customer, the brim cap detachment was discovered.

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein brim cap and hemostatic valve separation issues occurred. The hemostatic valve was damaged and separated from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when the physician was removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced, the issue was resolved, and the procedure was continued. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found missing and the brim cap dislodged of the vizigo sheath. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. Hemostatic valve is missing according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ additionally, the customer also provided a picture of the complaint device to aid in the investigation. According to picture provided, the brim cap was observed detached from the hub. As such, the customer complaint was also confirmed based on the picture received. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: field d9. Date device returned to manufacturer was incorrectly reported as 8/24/2021 but it should have been 9/8/2021. The field has now been corrected.